Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was displaying a service code that told her to call zoll for service. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) was confirmed. Upon evaluation the monitor produced a service code 102 - charge profile fault. Upon investigation, r30, a surface mount power resistor, on the ca board had a broken end cap. In addition, the c19 and c20 high voltage capacitors had broken solder connections. The cause of the service code were the damaged components r30, c19, and c20. The root cause for the damaged components could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface, as the monitor case showed signs of damage. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the damaged components. The patient was issued a replacement monitor.